Event description:
It was reported that during patient use, the ventilator screen went blank and did not alarm. There was no reported harm to the patient. There is no report of death or serious injury asssociated with this event.

Manufacturer narrative:
(B)(4). The customer service engineer(cse) installed the backlit display computer processing unit (bd cpu) and loaded the software; ran the required calibrations: extended self test(est), short service test(sst)and performance verification. The sst was run with an attached circuit. The ventilator passed all performed tests.